Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin@home transmitter exhibited a burning smell. The transmitter was replaced. There were no adverse consequences for the patient.